Event description:
Treatment of an aneurysm. It was reported that the implant coil prematurely detached leading to the rupture of the aneurysm.per follow up email on (B)(6) 2012, the patient was reported as being stable.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).